Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A video of a 4fr s/l per-q-cath was returned for evaluation of this event. The catheter appeared unused as it was free of residual material and the stylet was still partially inlaid. A length of the stylet had been retracted through the t-lock assembly. In the video, the catheter was flushed with a clear liquid through the t-lock extension tubing. During infusion, a bubbling leak could be seen emanating from the catheter, between the molded suture wings and the 1cm depth marking. No specific visual characteristics about the leak site could be ascertained from the video. Although a leak could be confirmed, the exact cause could not be determined at this time from the returned video. Possible contributing factors could include damage from the inlaid stylet, sharp instrument damage, or tensile (pulling) damage. A lot history review (lhr) of redw2590 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when the pqc catheter was pre-flushed in the process of placement on (B)(6) 2021, fluids were seen leaking from the 0 scale. No other information was provided.